Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to rapid battery depletion over the 20 month implant duration.